Event description:
The customer reported that the sys did not display an image. No pt injury was reported.

Manufacturer narrative:
(B)(4). The plan to check the system is currently under negotiations with the customer.